Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was completed and it noted the presence of "upstream occlusion alarms" in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The upstream occlusion alarms was verified. The cause was determined to be continuity was found across the ultrasonic crystal tail. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: additional information provided from the customer included patient involvement. The additional information received does not require additional device evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed a false upstream occlusion message during therapy (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out with less than a 15 minute delay of therapy and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
Manufacture ref. No. Pr#(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any patient involvement, injury or medical intervention is unknown.